Manufacturer narrative:
The product was performed by the customer. The backlight inverter (part number - 0671-00-0230) and lcd screen was replaced. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt the screen of the pump was flickering and the left and side of the screen was turning dark. The customer said that the pt was still getting supported with a map of 71mmhg. The iabp was switched to another iabp and therapy was continued. No pt injury was reported.